Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. She cannot clear the alarm. The buttons are unresponsive. Customer's blood glucose is 310 mg/dl. She stated her blood glucose is high because her insulin pump is not delivering insulin. She will go get syringes as a back up plan. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.